Manufacturer narrative:
Sensor 0m000aju798 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Sections d-3 (email) and g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
The customer reported receiving a ¿replace sens scan again in 10 minutes¿ error message on the adc freestyle libre sensor after 5 days of application. The customer was incapable of monitoring their blood glucose and consequently experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The ambulance was called and upon their arrival, blood glucose of 1.3 mmol/l was obtained and glucagon was administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a ¿replace sens scan again in 10 minutes¿ error message on the adc freestyle libre sensor after 5 days of application. The customer was incapable of monitoring their blood glucose and consequently experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The ambulance was called and upon their arrival, blood glucose of 1.3 mmol/l was obtained and glucagon was administered for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.